Event description:
It was reported that during an arthroscopic meniscal repair procedure that the truespan 12 degree peek device could not fix into the meniscus after deployment. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. According to the information received, ¿couldn't fix the meniscus after deployment. It was reported that during the surgery, the plate couldn't fix the meniscus after deployment (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.¿ the product was not returned to depuy synthes, however photos were provided for evaluation. Visual inspection of the returned photos found the first plate completely out of the applier needle; it does not show structural anomalies. The second plate was not visible in the photos. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, it is possible that the depth penetration of the tissue was not maintained; therefore, the plate did not fully trespass the soft tissue. As per IFU-113244, 1) at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the implants. The implants are fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review: IFU-113244 device history lot: pn: 228151 lot number: 1096x6 there was no non-conformance regarding this lot. Manufacturing date: 19 jun 2025 expiration date: 31 may 2028 device history batch: null. E1: the reporter¿s complete facility address was not provided.